Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Reportedly, the customer loaded a new cartridge to address the issue. Additionally, it was reported that an empty cartridge alarm occurred with multiple cartridges. Reportedly, customer alleged the cartridge contained insulin. Customer loaded a new cartridge to resolve the issue and resume insulin therapy on the pump. There was no impact to the customer's blood glucose level.